Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they have a severe occlusion; this has gotten worse since starting treatment as identified in their notes from their dentist. They require jaw surgery to break their jaw and to fix this occlusion.